Event description:
On (B)(6): customer reports a male pt (unk age) having a retrograde cystogram with stent placement when the table lift motion failed. Physician completed the procedure using a stool to obtain proper positioning during the procedure. No reported injury.

Manufacturer narrative:
Field service engineer investigated and confirmed that the table would not lift and troubleshot problem to the column key which was stuck in the tower column groove. Fse removed old key, cleaned up burrs in the column, greased column, and replaced old key with a new one. Fse then verified proper operation according to hydravision dr system service checklist and returned the unit to full service.